Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient expired in hospice care. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.